Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e15, battery out limit alarms due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s nurse reported via phone call that the insulin pump was not working and infusion set was leaking also had insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer stated insulin pump keeps getting an alarm and insulin pump was turned off. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis and device will not be returned for analysis.